Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient received inappropriate high voltage therapy from their implantable cardioverter defibrillator. The patient received inappropriate antitachycardia pacing for a supraventricular tachycardia or possibly atrial fibrillation with rapid ventricular rate, which was interpreted as a ventricular tachycardia. No device intervention was performed but programming changes were discussed. No further information available.

Event description:
New information received indicated that the patient was seen in clinic on 01/16/2019 and their device was reprogrammed. Patient was stable before, during, and after the programming changes. The patient was unaware they had previously received antitachycardia pacing therapy.